Event description:
It was reported that they primed the pump, then started the case and fluid would not come out of the tubing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.